Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer started to an error. However, errors were found in the error log that were determined to be peripheral connection errors. The programmer's hard drive was reconfigured and loaded with updated software. (B)(4).

Event description:
It was reported there was an error when starting / blank screen. The programmer was returned for repair. No patient complications have been reported as a result of this event.